Manufacturer narrative:
H3: product analysis no fault with the device. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis could not verify reported allegation. However, defective incrementing probe adaptor. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis could not verify reported allegation. However, pinched antenna wire and broken usb-c connector was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, nim was not alarming when on a nerve. It was working fine at the beginning of the case and as the case progresses there is no alarm happening when on a nerve. There was no patient impact.